Event description:
It was reported that the syringe was damaged and the scale marking was illegible with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: amber spray bd size distribution is illegible: black dashes instead of numbers. Also, the syringe appears slightly distorted at the top.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/14/2020. H.6. Investigation: two photos and one sample was returned to our quality team for investigation. The product was visually inspected, the scale is observed to be incomplete and the flange was noted to be damaged. A device history record review found no non-conformances associated with this issue during production of lot 2002253. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage observed was likely caused as a result of the product jamming within the manufacturing equipment. In relation to the scale, it is likely this defect occurred as a result of a failure in the trigger that guides the barrel to be correctly positioned when the scales is transferred onto the barrel, causing the scale to be blurred. We have notified manufacturing personnel of this incident to increase awareness of this matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe was damaged and the scale marking was illegible with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: amber spray bd size distribution is illegible: black dashes instead of numbers. Also, the syringe appears slightly distorted at the top.